Event description:
"Upon hooking up defib pads to lifepak 12-the monitor prompted to attach to machine. Well it already was. They unpluggged and inspected quickly with no resolution to problem. Still inoperative pt in v-fib. Pre cordial thump x3. Had pd get AED. Problem was confirmed by 303 after job. Critical failure - machine doesn't recognize that the wires are plugged in." According to the reporter, a lifepak @ 500 AED was used to shock patient. Patient outcome was not known. There were no reports of adverse affects to the patient associated with the event.